Event description:
The customer reported that the system shut down uncommanded. No pt injury was reported.

Manufacturer narrative:
Ge service rep performed an onsite investigation. The interconnect cable and the lemo connector were replaced. The system was tested and found to be working as intended and put back into service.